Event description:
Customer reported receiving erratic readings on their freestyle freedom blood glucose monitor. Customer reported receiving readings of 287 mg/dl, 453 mg/dl, and 109 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. In addition, the customer experienced a headache and stomachache; however, no third party medical intervention was required. The customer reported taking her normal diabetes medication. There was no report of death or serious injury associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A f/u report will be filed, once investigation results are available.